Event description:
Hospital called requesting checkout of the injector. After a chest CT procedure, the technician noticed an extravasation occurred of about 140-143cc into the right forearm. Hospital elevated the pt's arm, applied warm compresses, then after a few hours was sent for emergency surgery.